Event description:
A surgeon reported a pt experiencing fluctuating vision and poor near vision following intraocular lens (iol) implant surgery. An additional yag laser procedure was performed as an enhancement, but did not improve the pt's vision. The iol was exchanged. In a follow-up, it was reported that ucva post exchange is 20/60 and the surgeon feels that with time, the vision should be better than before. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was returned for analysis, and it was verified to have signs of handling. The optic was cracked in the center, and has parallel scratches on the posterior and anterior surfaces. The reported complaint could not be verified. The optical resolution and focal length reading were acceptable. While we were unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/11/2009 by fax and mail. A completed questionaire was received on 09/17/2009. This report was mailed to FDA on: 10/09/2009.